Event description:
It was reported that there was a loss of therapeutic effect and the patient had severe essential tremor. The caller noted that the patient only had about a 50% improvement. It was noted that the ¿shakes¿ in the patient¿s left had were as bad as they were before the implant. The caller noted that it ¿all got a lot worse three to four years ago.¿ the patient¿s dominant hand was the left hand. The patient was able to ¿write their name¿ in the operating room but a week later was back to where they were before surgery. The patient still had a hard time eating and had to eat with their right hand. The patient had a hard time keeping food on their fork and getting the food to their mouth. The patient was still working before surgery but as of the date of report was ¿completely disabled.¿ the caller noted that the patient had a lot of ¿side effect¿ from the surgery. It was noted that it affected the patient¿s speech and swallowing. The swallowing was worse with the stimulation on. The patient did not have any issues with speech and swallowing before the implant. The patient had gone through three to four months of speech therapy. A revision was being considered because programming had been ¿maxed out.¿ the caller noted that a cat scan showed ¿perfect¿ lead placement. It was noted that the patient had a physical scheduled. Redirected the caller to patient¿s healthcare professional (hcp). Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va02hc7, implanted: (B)(6) 2013. Product type: lead: product ID 3389s-40, lot# va02hc7, implanted: (B)(6) 2013. Product type: lead: product ID 3708640, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 3389s-40, lot# va02hc7, implanted: (B)(6) 2013. Product type: lead: product ID 3389s-40, lot# va02hc7, implanted: (B)(6) 2013. Product type: lead: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3708640, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 3389s-40, lot# va02hc7, implanted: (B)(6) 2013. Product type: lead: product ID 3389s-40, lot# va02hc7, implanted: (B)(6) 2013. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).